Event description:
During the device eval, a "door not fully latched" alarm was observed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed that the pump alarmed "door not fully latched." The alarm was also reproduced during testing. The alarm was determined to be caused by a keyhole assembly that was separated from the case halves. The keyhole assembly was removed then properly oriented eliminating the alarm.